Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the back end wheel was advanced half way such that anchoring pins were partially deployed. It was noted that the proximal neck had some angulation and the anchoring pins on the outer curvature (right side) had deployed; but on the left side the proximal bare stent appeared to have detached from the fabric at the stitching and the bottom trough of the stent appeared to be protruding into the left renal artery. It was also noted that the stent was possibly fractured. Because some of the anchoring pins were already deployed and engaged, it was thought that it would cause more damage to try to reposition the stent graft and remove the stent from the renal artery. Therefore, the physician finished deploying the stent graft and removed the delivery system. No action was performed to secure the stent graft in the area of suspected suture break and no endoleak was observed. The physician state d that they may have pulled it and the cause of the event was due to user error. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: failure to follow instructions (repositioning a fully deployed stent graft). Film evaluation summary: films during the procedure were reviewed. The exact cause of the deployment difficulties, leading to the apparent detachment of the left-lateral suprarenal stent from the stent graft fabric, appeared most likely to be user related. Prior to releasing the suprarenal stents and after the majority of the bifurcate stents had already been deployed, the stent graft proximal margin was seen having been pulled down ~10mm via the captured suprarenal stents. This most likely lead to the failure of the stent fabric and/or sutures near the left-lateral suprarenal stent attachment site, due to pulling down the device while the stent apices were constrained at the spindle and the stent graft fabric was fully deployed into the aorta. It could not be determined if the fabric and/or sutures had failed. The final result was malpositioning of the left-lateral suprarenal stent; the distal apex of the stent ended up positioned ~5mm into the left renal artery and the proximal apex was not opposed to the aortic wall. No obvious perforation was seen from suprarenal stent within the left renal. No clear endoleak, stent fracture, or any other obvious issues were seen at the conclusion of the films. Pre-implant films noted that the infrarenal neck was severely angulated; measured ~80° maximum a-p and 40° rt-lt, and the suprarenal max angulation was ~50° p-a. It is therefore also possible that implanting within the severely angulated proximal neck may have contributed to the deployment difficulties. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.